Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer mother reported via phone call they had air bubbles. The blood glucose at the time of the incident was 15 mmol/l. Mother states they have an increased number of air bubble in the set. The customer procedure was checked and it was correct. However mother state the air bubbles are forming hours after filling up the set. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.